Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 19-mar-2019 with the following findings: on investigation, the up arrow keypad button cover was confirmed to be cut and the up arrow button was also confirmed to be over responsive on testing. The remainder of the keypad buttons demonstrated normal response. The was no evidence of contamination of the button contacts; however, the up arrow button contact was noted to be inverted. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The up arrow button is reportedly punctured and over responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.